Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure and didn't program her ipg into surgery mode. In turn, her ipg was deemed inoperable following the procedure. After multiple troubleshooting attempts performed over time, the patient's ipg was able to be restored.